Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 521 mg/dl and as low as 40 mg/dl. Customer advised they forgot the device had a threshold suspend feature which stopped their dual wave bolus delivery. Customer believed this was the reason for their high blood glucose. Customer then treated their high blood glucose for several hours and eventually their blood glucose level went severely low. Customer ate food to bring their blood glucose level up. Customer advised their sensor glucose versus blood glucose had a large differential. Customer was advised to monitor their blood glucose, monitor the insulin pump and call back if issues persist.